Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) office of this action on august 25th, 2016. (Recall number z-2886-2016) we also began notifying customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 telemetry beds disappeared off of the xhibit central monitor system.